Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that both the right and left side frames are broken at a weld. Dealer is stating where the back canes attaches to the side frames, by the roller system is where the weld is broken.